Event description:
It was reported that a 250ml exactamix eva (ethylene vinyl acetate) bag was leaking from the secondary connector (brown colored). This issue was observed while compounding filling the bag prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between june 14 - 15, 2023. H11: the actual device was not available; however, a photograph and a video of the sample were provided for evaluation. Visual inspection was performed of the provided samples, and a leak from administration spike port bonding area can be seen. The reported condition was verified. Due to the nature of the sample provided, no further testing could be performed. Therefore, the cause of the condition could not be determined; however, the cause was likely due to inadequate, or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding of the administration port. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.